Manufacturer narrative:
(B)(4). Report source, foreign- event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned to manufacturer.

Event description:
It was reported that the patient had an initial right knee arthroplasty. Subsequently, zimmer biomet pmi group is requesting a custom made of 2 bearings vangard rocc 2005 size 2 (1 bearing internal height 12 mm , external high 10 mm, 1 bearing internal height 13 mm, external high 10 mm) for a revision on (B)(6) 2018 due to wear of the bearing after normal use.

Event description:
Please refer to report 3006946279-2018-00141.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.  The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not communicated. The x-rays received confirm the wear, however since the products were not received the condition of the products is unknown. Based on the given information, a root cause analysis is therefore not possible following the investigation results of this complaint, no corrective action has been performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.